Event description:
It was reported that this right ventricular (rv) shock lead impedance has reached out of range levels, about four times. The patient was going to have a device change out soon and there were inquiries regarding replacing the lead. Technical services recommend a commanded shock delivery, if device were to reach the 145-150 ohm range with daily measurements. The field representative was going to discuss this with the physician. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.